Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following an implant procedure, the patient developed an infection at the midline incision site. Symptoms of redness and swelling at the site were noted. It was believed that the infection was not device nor procedure related and the cause was unknown. It was also noted that the patient was a smoker which could have led to poor wound healing. The patient was placed on antibiotics and underwent an explant procedure. All device components were explanted and will not be returned.